Manufacturer narrative:
An investigation was performed on retention and returned product from the reported lot number. Retention and returned devices were tested with hcg-negative clinical urine samples. Results were read at 3 minutes and all devices yielded expected negative results. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information, as both retention and returned product performed as expected during in-house testing. Please note, this device provides only a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Alere (B)(6) will continue to monitor this issue through incoming complaints.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unspecified date, several false positives were received when testing on the fisher sure-vue hcg serum/urine kit. The exact number of patients could not be confirmed. The customer reported that the same urine samples were retested and a negative result was obtained. The patients were sent for confirmatory bloodwork and the results of the beta quant=0 miu/ml for each patient. There were no adverse patient outcomes and no treatment was provided or withheld based on questionable rapid result.